Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. No procedural videos/imagery/photographs were provided for evaluation. Review of lot history for the related work order revealed no other similar complaints related to the balloon burst. Device history record (DHR) review for the work orders related to the manufacturing of the devices and components that could potentially contribute to the complaints did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was unable to be confirmed due to the unavailability of the device and/or related device photos. As no sample was returned, visual and dimensional evaluation was not able to be performed. However, no manufacturing nonconformances were identified during product evaluation. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified annulus.  Review of available information suggests that the balloon burst was likely caused by patient factors (calcification in the sinotubular junction (stj)). A detailed root cause analysis for similar returned balloon burst complaints has been summarized in the technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. The technical summary also outlines the extensive manufacturing mitigations (which are currently still in place) to prevent this type of malfunction (100% visual and dimensional inspections, 100% leak testing, and balloon burst testing on a sampling basis during pv testing that occurs with every manufactured lot). As reported in the case notes, the patient had significant calcification in the stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary is applicable to this complaint because the case notes states that the patient had significant calcification in the stj. Given that there is no evidence of device malfunction and the reported failure mode did not exceed the complaint trending control limits for may 2020, a full engineering evaluation is not required.

Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in canada, the deployment of the 26mm sapien 3 case by transfemoral approach in aortic position was without complications. It was discovered the balloon was burst as blood was present in the inflation device when the balloon was deflated. There was mild to moderate paravalvular leak and a post dilation with new system was performed. After post dilation there was a reduction of the leak to minimal. The devices were removed as a whole unit without any difficulty. There were no injuries to the patient. Patient is alive and doing well. As per medical opinion, the cause of the balloon pierced was probably from the significant calcification of the ascending aorta (including stj).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.